Event description:
It was reported that during a cholecystectomy procedure, the clip fell out. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 11/18/2008. Info anticipated, but unavailable at this time.